Event description:
As reported via observational post market study complaint form "(dm: the parameters/data points that triggered the report. Pull data provided in from ae & other events log questions ((q3 event category), (q5 event relationship (study device, study procedure, pre-existing) and (q7 device deficiency))) hepatobiliary: cholangitis, relationship: device; casual relationship, not documented, procedure; casual relationship, not documented, pre-existing: yes, cholangiocarcinoma cancer, deficiency; no . Note: 1 day post-procedure: hepatobiliary: cholangitis: no treatment. Note: ae1.